Event description:
A female patient contacted lifecor customer support to report that her son jammed the electrode belt connector into the socket without lining up the pins and now it was stuck. She stated she could not get it in or out. She stated that when she put the battery pack in the monitor, it turns on and said, "check belt." Support walked her through unscrewing it and gingerly unplugging it to plug it in correctly, but the pins are bent. Support sent a patient services representative (psr) to the patient to replace the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, the electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.